Event description:
The customer reported the ac power module connector pulled out and not responding properly. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module connector pulled out and not responding properly. There was no reported pt involvement. The ac power module was not available for eval. The customer was sent a replacement module to resolve the issue. We will consider this a malfunction of the ac power module where the connector pulled out.